Manufacturer narrative:
This initial report and final report is being submitted to FDA for a reportable event that occurred outside the USA. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6); model: py-60ad). Appearance check result was consistent to reported information. A part of broken optic was found inside the injector. The pin of injector case was not deformed. No abnormality was found on the inspection of the injector. The exact root cause of the event was not determined. From our investigation, we believe this event was not caused by our product quality. A review of the complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in japan. Damaged optic after implantation. The doctor found the optic near the leading haptic was chipped off just after implantation. The piece of optic remained in the injector. Iol remained inside patient eye. Patient health impact: no health consequences or impact.